Manufacturer narrative:
Device returned on december 13, 2021 and analyzed the same day. Visual inspection performed by r&d project manager. During the analysis it is evaluated that the ha coating on the stem body has been completely absorbed by patient bone as expected. The proximal titaniu coating is clearly visible. Some fragments of patient bone are present on the stem body distal part. Some signs and scratches are present on the neck part probably due to revision surgery. It is not possible to determine the root casue of reported complaint.

Manufacturer narrative:
Batch review performed on 29 october 2021: lot 1811117: (B)(4) items manufactured and released on 04-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event

Event description:
Revision surgery for stem loosening performed 1 year and 3 months after primary.